Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The system was explanted. No further information is available at this time.

Event description:
New information received notes that the pocket infection was related to the implant procedure. The event was resolved with system explant. Patient was stable.